Manufacturer narrative:
The reported premature battery depletion was not confirmed in the laboratory. Based on the device's parameters, it is within the expected longevity performance. The device met all specifications.

Event description:
It was reported that the device was explanted due to early battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.